Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2015 we received the information about the pathogen, that was (B)(6). On 06 october 2015 it was prepared a final report with the information already submitted in the initial report and here above. On 12 october 2015 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on (B)(6), 2015: gmk-sphere tibial tray fixed cemented (B)(4), lot 135469: (B)(4) items manufactured and released on february 13, 2014. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any other similar reported issue. Gmk-sphere (B)(4) tibial insert fixed sphere flex #4/12 mm l, lot #135732 (k121416): (B)(4) items manufactured and released on february 18, 2014. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any other similar reported issue. Gmk-sphere (B)(4) patella resurfacing #3, lot # 136083 (k090988): (B)(4) items manufactured and released on february 7, 2014. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any other similar reported issue. Gmk-sphere (B)(4) femoral component sphere cemented # 4 l, lot # 135723 (k121416): (B)(4) items manufactured and released on november 29, 2013. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any other similar reported issue. On july 13, 2015, we were informed that the implants are not available for investigation.